Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis confirmed a portion of the internal circuitry had become overheated which resulted in the observations reported from the field. Further, it was noted that the programmer did not boot up. The circuit and other parts of the programmer were replaced and the programmer passed all other testing. The laboratory analysis confirmed the reported clinical observations.

Manufacturer narrative:
Additional product analysis received indicates that internal part of the programmer had blown at software load. This had caused the printed circuit board damaged and was replaced.

Event description:
--

Event description:
Boston scientific received information that the field representative was upgrading the software of this programmer and would not power up when trying to boot. This product was returned. No adverse patient effects were reported.